Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not charged the ipg in months. A company representative met with the patient for troubleshooting with the charger and patient controller which was unsuccessful. The ipg was determined to be inoperable. Surgical intervention will be taken to replace the ipg.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the system was explanted.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.